Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment regarding the programmer malfunctioning. However, upon further analysis it was noted that the programmers stylus was inoperative. The stylus was replaced and the stylus was calibrated. The power cord bay assembly latch was broken. The power cord bay was replaced also. Programmer passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was malfunctioning. The programmer was returned for servicing. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient involvement reported.